Event description:
As reported, strong resistance occurred when shuttling down a 6/7f mynxgrip vascular closure device (vcd) and the sealant was not deployed. Hemostasis was achieved by manual compression for 20 minutes. The vcd was prepped, stored and used according to the instructions for use. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used in an interventional coronary procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx grip. There was no vessel tortuosity. Resistance/friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The sealant was not stuck to device components. The device storage did not exceed 25 degrees celsius. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2203802 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, strong resistance occurred when shuttling down a 6/7f mynxgrip vascular closure device (vcd) and the sealant was not deployed. Hemostasis was achieved by manual compression for 20 minutes. The vcd was prepped, stored and used according to the instructions for use. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used in an interventional coronary procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx grip. There was no vessel tortuosity. Resistance/friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The sealant was not stuck to device components. The device storage did not exceed 25 degrees celsius. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The sealant was observed deployed on the catheter shaft, exposed to blood, swelled, and adhered to the device component as received. The sealant sleeve was displaced proximally, 25mm from the shuttle cartridge distal tip. The advancer tube remained in the shuttle cartridge. The procedure sheath was not returned with the device. Per functional analysis, the sealant was displaced. A simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle without issue. The advancer tube was observed properly engaged to the tamp lock as intended. Per microscopic analysis, visual inspection at high magnification showed that the sealant was observed deployed on the catheter shaft, exposed to blood, swelled, and adhered to the device component. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling down step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ shuttle advancement issue¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.